Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that around 9 am the patient completely lost efficacy and had bad tremors. No emi was reported other than a blood pressure machine, but said that should not turn the ins off. The patient did not have access to their patient programmer (pp), but used the recharger (insr) and hit both the ins on/off buttons and then both simultaneously but the ins did not turn off. When the ins was interrogated with the pp in the evening, it showed the ins was off and at 25% so they did not believe the ins could have turned off due to depletion. The insr was able to connect and charge the device which showed 25%. It was reviewed with the rep that the ins may have depleted and voltage bounced back enough to allow the patient to turn on the ins. Adhesive discs were requested to be sent to the patient because they were having a hard time charging the ins due to tremors and hernias. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stating that the cause of the ins turning off was not officially determined but suspected battery depletion. It was suggested for patient to monitor the charge level and recharging more frequently.